Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. A visual and tactile examination identified three complete breaks in the hypotube of the device. The first break was located at approximately 120mm distal of the strain relief. The second break was at approximately 300mm distal of the first break and the third break was located at approximately 300mm distal of the second break. The hypotube was also noted to be kinked at more than one location. A visual examination of the balloon noted that the balloon was not subjected to positive pressure. An examination of the balloon identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination identified no damage to the tip, markerbands or blades of the device. All blades were present and fully bonded to the balloon material.

Event description:
Reportable based on device analysis completed on 10-jun-2019. It was reported that the balloon catheter failed to cross the lesion. The target lesion was located in the calcified and thrombosed left circumflex artery. A 10/3.00 flextome cutting balloon was selected for use. However, the device failed to cross the lesion during procedure. The procedure was completed with another of the same device. No patient complications reported and the patient's condition was stable. However, device analysis observed multiple fractures on the device.